Event description:
(B)(6) 2018 - clinic reported that the shock impedance was greater than 150 ohms since the middle of 2017. Occasionally values were normal. The patient was brought in for a dft in (B)(6) 2017 with a normal shock impedance of 123 ohms. No noise was reported. This lead was capped on (B)(6) 2018. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.